Event description:
A fisher & paykel healthcare representative reported that an rt040m full face mask was stored in a storage unit for approximately six months. The storage unit temperature was not unlike the temperature of a hospital warehouse. On inspection, the representative reported the mask seal easily pulled away from the mask base. This mask had never been used on a patient or in a demonstration, and was essentially untouched prior to being inspected.

Manufacturer narrative:
(B) (4). An investigation into this event is currently underway.